Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red and itchy pustules that are open and bleeding. The patient also reported that there is a possibility this is a reaction to a medication they are prescribed currently. There was no alleged device malfunction contributing to the wound. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the wound is unknown.